Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. It was also reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer¿s blood glucose level was 211 mg/dl.